Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was no power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 09-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The pump was able to power up with the test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The initial complaint about a ¿power¿ issue was not duplicated during investigation but the damage allegation was confirmed. No evidence of internal moisture or damage to the power circuit was found.